Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn was trying to do a bubble study and the away stopcock blew apart under pressure. It appears that the end that is a lure lock can't get enough turns on the hub to tightly secure. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. Upon visual inspection of the photographs, the attached photograph depicted an unused stopcock and included detailed information such as the item, lot number, and expiration date. Additionally, it is noted in the defect description that the end user reported the product failed under pressure. According to the expiration date, the lot provided had expired in november 2024. Therefore, any defects identified in such products cannot be reliably attributed to their original quality or manufacturing processes. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.